Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be reached by phone for additional information. It was not reported when the alleged meter inaccuracy occurred. The patient reported obtaining alleged high blood glucose readings of ¿above 600¿ with the subject meter. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen as a result of the alleged issue. It was not reported if the patient developed any symptoms however, he reported attending the emergency room due to the high readings. It was not reported what treatment the patient received. No further information was provided. Troubleshooting was unable to be performed. This complaint is being reported because the patient reportedly sought medical attention due to the alleged product issue and it is not known what medical treatment was provided. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.